Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain / pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, stomach pain and hives. Concomitant products included ethinylestradiol;norgestimate (tri-cyclen) from (B)(6) 2012 to (B)(6) 2014, ibuprofen (motrin) since (B)(6) 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2014, minerals nos;vitamins nos (prenatal vitamins) since 2008 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging"). The patient was treated with surgery (to remove essure scheduled on (B)(6) 2020). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: removal date as per pif- (B)(6) 2020 (scheduled). Patient received treatment pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: confirmed essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. Implants were in the right place and there was no sign of migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of prodcut technical complaint. Proceed with follow-up 6. On 9-jan-2020: pif received, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain / pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, stomach pain and hives. Concomitant products included ethinylestradiol;norgestimate (tri-cyclen) from (B)(6) 2012 to (B)(6) 2014, ibuprofen (motrin) since (B)(6) 2012, medroxyprogesterone acetate (depo provera) from april 2012 to may 2014, minerals nos;vitamins nos (prenatal vitamins) since 2008 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging"). The patient was treated with surgery (to remove essure scheduled on (B)(6) 2020). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: removal date as per pif- (B)(6) 2020 (scheduled). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2012: results: confirmed essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. Implants were in the right place and there was no sign of migration.. Most recent follow-up information incorporated above includes: on 28-apr-2020: plaintiff fact sheet was received. Case became incident. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.